Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {evfxplus-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, poor echocardiogram quality was noted due to heavy calcification, and no computed tomography (CT) scan was performed during pre-case planning. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the attempted implant of the 26 mm transcatheter valve, severe paravalvular leak (pvl) was observed. Subsequently, the system was withdrawn from the patient. A 34 mm transcatheter valve with a new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. Following the implant of the 34 mm valve, trace pvl was noted.